Manufacturer narrative:
Not yet returned to manufacturer.

Event description:
On (B)(6) 2017 a perceval size 27mm was implanted. The physician observed that the valve was not sitting correctly with one leaflet appearing lower than the other two and that the leaflets were not coapting evenly. Also noted that the coronary cusps were uneven. The valve was explanted and re-implanted. The leaflets were coapting evenly and at an even height. The aorta was closed and the patient was taken off bypass and became haemodynamically unstable. The echo showed a large para valvular leak and central regurgitation. The patient was put back on bypass, the aorta was opened and the surgeon noted that the perceval valve had migrated up. The perceval valve was explanted and a trifecta 23mm was implanted suprannularly.

Manufacturer narrative:
The returned product was received in an explant kit and in a plastic jar for specimen, and appeared in general good conditions. After decontamination, the valve was visually inspected without highlight to any particular elements of manufacturing non-conformities or evidences of defects, according to the specifications. No irregularities were identified with the p-np gauge test (dimensional test). During the simulation of the valve deployment, no problems were encountered on the returned valve in the different annulus diameter acceptable for the size 27. In particular, the valve deployed in the minimum (25 mm) and maximum (26.5 mm) annulus diameter of the size 27 presenting a regular disposition in the inflow ring. This test even if not completely representative of the deployment in the aortic root, can be considered conservative because the valve was constrained only in the inflow side of the simulated annulus while in the anatomical condition the sinusoidal structures and the outflow crown are supported by tha valsalva sinus and the aorta wall (at the level of the sinus tubular junction), respectively. In addition, a simulation of the valve implanted in the silicon aortic root, miming the real conditions. In particular, the anomalous behavior was not replicated during the test performed with the returned material. This evidence applies for the returned valve as shown in the final result after the ballooning phase. The valve was remained fixed within the annulus without observe anomalies during the simulation. The visual inspection performed on the returned prosthesis confirmed the absence of manufacturing defects. The go-no go test confirmed the absence of dimensional irregularity. The simulation of the valve deployment, performed with the returned device, confirmed the proper fixation of the valve in the aortic annulus without observe anomalies during the procedure. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device. The performed analysis confirmed the conformity of the returned prosthesis. Based on the action taken of the perceval size 27 mm explanted and a trifecta size 23 implanted it is possible there was a mis-match in sizing which would attribute to this event.